Event description:
It was reported that the cadd cleo infusion set had a failure at the infusion site, which prevented proper insulin delivery during use without triggering an alarm. The event occurred while the device was in use, and the patient experienced hyperglycemia. After the infusion site was changed, insulin delivery resumed. The patient was involved in the incident, but no harm was reported.

Manufacturer narrative:
D4: lot number; no information has been provided to date. D4: expiration date ; no information has been provided to date. The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.